Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the ureteral stent was found to be ruptured upon opening the package.

Manufacturer narrative:
The reported event is inconclusive because no sample was returned for evaluation and further investigation was not conclusive. Although a specific cause cannot be determine, based on the risk document a potential root cause for this event could be, "inappropriate package design". No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." "Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." Correction: g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the ureteral stent was found to be ruptured upon opening the package.